Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hypoglycemia with a cgm reading reaching a nadir of 68 mg/dl. The user treated the event with fast-acting carbohydrates and performed a factory reset with support. No outside medical intervention or hospitalization was required.